Event description:
It was reported that the home patient initiated peritoneal dialysis therapy prior to connecting to the patient line. It was noted that when the patient connected to the homechoice device, it was at ¿stopped drain¿. The technical service representative explained to the registered nurse that the patient line might not have been primed all the way when the patient connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the patient made a mistake and initiated therapy before connecting to the patient line. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide instructs the user to connect the transfer set to the patient line prior to starting the initial drain. The guide also explains how to properly prime the disposable set and says to verify that the patient line is properly primed prior to connecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.